Manufacturer narrative:
Other, other text: a sample was received to perform an investigation. The returned administration set was visually inspected at 12 to 16 inches under normal conditions of illumination. No damage or discrepancies were detected in any samples. The samples were tested to verify if it was possible to prime the device. No difficulty was detected in any samples during the priming and no alarms were activated; the water could pass through the whole device; thus, the failure mode reported was not confirmed. The pump tube arch height was measured on both samples and both samples failed. Root cause was unable to be determined since the samples passed the priming test. Additional information b4, g1, g4, g7, h2, h3 and h6.this remediation MDR was generatedunder protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
A sample was received to perform an investigation. The returned administration set was visually inspected at 12 to 16 inches under normal conditions of illumination. No damage or discrepancies were detected in any samples. The samples were tested to verify if it was possible to prime the device. No difficulty was detected in any samples during the priming and no alarms were activated; the water could pass through the whole device; thus, the failure mode reported was not confirmed. The pump tube arch height was measured on both samples and both samples failed. Root cause was unable to be determined since the samples passed the priming test.

Event description:
Information was received indicating that while in use of a smiths medical administration set, an air in tubing alarm was noted. Subsequently the pump was changed. No patient consequences were reported. No adverse effects were reported.